Event description:
It was reported that pump displayed malfunction alarm malf 9 with fault ID 0x20f1 and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction code appeared again.